Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation") and alopecia ("loosing my hair") and was found to have weight increased ("I was 160 lbs now weight 222"). The patient was treated with surgery (eviction date (B)(6). At the time of the report, the pelvic pain, weight increased, inflammation and alopecia outcome was unknown. The reporter considered alopecia, inflammation, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, weight increased, inflammation and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation") and alopecia ("loosing my hair") and was found to have weight increased ("I was 160 lbs now weight (B)(6)"). The patient was treated with surgery (eviction date (B)(6)). At the time of the report, the pelvic pain, weight increased, inflammation and alopecia outcome was unknown. The reporter considered alopecia, inflammation, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :pelvic pain, weight increased, inflammation and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.